Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7086811/7086792; product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 29162670.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.